Event description:
It has been reported that during the procedure a ventricular perforation occurred allegedly while one of co's devices was in use. This incident necessitated that the pt be taken to surgery for repair of the perforation. The condition of the pt is unk at this time as no further info was made available. The product was discarded by the hosp.